Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer had issues with the infusion sets. The infusion sets did not have enough adhesive. She received about three to four no delivery alarms in one day. Customer's blood glucose level was 523 mg/dl and then dropped to 469 mg/dl. She corrected her blood glucose with a 10 unit manual injection. The customer was feeling nauseous and grumpy. The alarm was resolved with a complete set change. The insulin pump's screen had a few scratches but it was not difficult to read. The device was not returned.